Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed reported that device suddenly goes to blue screen, making a beeping sound and then rebooted. The issue occurred during normal operation at 6:30 am. Customer reported no power issues before or during this event. This issue occurred within 12 hours of a similar event at this facility under notification number (B)(4). Device logs and crash dump files were collected, then sent to the manufacturer nkc for evaluation. Service requested: evaluation. Service performed: evaluation. Investigation result: nkc examined the files and concluded the following: -no log which showed reboot at around 6:30 on (B)(6) -log showed the system detected abnormality by the tool for watching the system operating state and rebooting by the reset function of the safety equipment in order to return to the normal monitoring state at 6:50 and 6:55 on (B)(6). The errors are as follows: · (B)(6) 2019 6:55:06 watchdog error restart: system restart · (B)(6) 2019 6:50:23 watchdog error restart: system restart as a result, there was an ntfs error log which showed the file system structure was corrupt. It is supposed that the cause of the reboot was that the file system structure was corrupt. As the ntfs filesystem was corrupted, it was advised that the chkdsk utility is run on volume c. Reinstallation of the operating system (os) was advisable. Device was put into service on 4/30/2017. Service history for this device shows the following: (B)(6) 2019 (B)(6) - not related to the current issue. (B)(6) 2019 (B)(6) - device shuts down on its own. This issue is similar to the current incident. (B)(6) 2019 (B)(6) - current notification. (B)(6) 2019 (B)(6) - customer biomed reported device was displaying a "bad hdd" error. Nk tech support advised customer to replace the hard drive. Customer hung up the phone before completing the conversation. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. (B)(6) 2019 (B)(6) - not related to the current issue. (B)(6) 2018 (B)(6) - customer reported device rebooted due to windows blue screen. The root cause was not determined. (B)(6) 2017 (B)(6) - customer reported device crashed with a blue screen and then rebooted. The root cause was not determined. (B)(6) 2017 (B)(6) - customer reported device crashed. The root cause was not determined. (B)(6) 2017 (B)(6) - customer reported device just shut down on its own. Power supply was replaced as a result. The root cause could not be determined. (B)(6) 2017 (B)(6) - not related to the current issue. The above service history shows device was reported to have rebooted or shutdown a total of six (6) times. The cause of the issue was not determined for the first four incidents. The fifth incident, (B)(6), customer reported a hard drive failure error. It is unknown if customer had replaced the hard drive as necessary. For the current investigation, logs show device was resetting by user, causing corruption of the operating system (os). Service history for this user facility shows no additional pu-621ra reboot issues. Based on the investigation from nkc, the cause of the reboot was due to user resetting the device. Device history shows a trend of rebooting. Due to limited information available, the root cause could not be determined.

Event description:
It was reported that the central nurse's station (cns) shut down and restarted on its own while in patient use.

Manufacturer narrative:
It was reported that the central nurse's station (cns) shut down and restarted on its own while in patient use. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) shut down and restarted on its own while in patient use.